Event description:
Unit charges to 100% but drops rapidly after unplugging from ac power, it dies and has to be plugged back in. When it turns back on, it shows 80%.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. A replacement battery was sent to the reporting facility. Therefore, the device will not be returned for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.